Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bivalirudin was ordered 125mg/250ml/"mcs" and/or hit at 0.5mg/ml. The medication had been infusing as 250mg/50ml critical care at 5 mg/ml. When making the adjustment to the "mcs", the pc unit did not have it programmed nor would it allow the customer to change the dose to 125 mg. The customer moved the medication to a different pc unit where it could be programmed correctly. The patient did not have therapeutic partial thromboplastin time (ptt)'s test prior to the shift change but once programmed and 10% rate change adjustments made, the patient was therapeutic at 1800. There was patient involvement but no harm.

Event description:
It was reported that bivalirudin was ordered 125mg/250ml/"mcs" and/or hit at 0.5mg/ml. The medication had been infusing as 250mg/50ml critical care at 5 mg/ml. When making the adjustment to the "mcs", the pc unit did not have it programmed nor would it allow the customer to change the dose to 125 mg. The customer moved the medication to a different pc unit where it could be programmed correctly. The patient did not have therapeutic partial thromboplastin time (ptt)'s test prior to the shift change but once programmed and 10% rate change adjustments made, the patient was therapeutic at 1800. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-113683 is a concomitant. Please refer to manufacturer report number 2016493-2023-113679, which captured the correct suspect device per investigation report.